Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to pancreas to treat a large pancreatic cyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During procedure, the second flange failed to deploy as it could not be released, it did not open. The procedure had to be completed with another of the same device. There were no patients complications reported as a result of this event.